Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) of 2022.

Event description:
It was reported that the patient was not getting an adequate pain relief and the ipg was no longer holding a charge. The patient underwent an ipg replacement procedure.